Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The display central processing unit was replaced.

Event description:
The hospital reported that, during a case, the screen blanked out. The clinician reportedly cycled power and continued the case with no further reported complaint.